Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms were noted. The pump functioned properly. The pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the pump. The customer's blood glucose reading was in the 400s mg/dl. The customer treated with the pump. The customer stated that the pump malfunctioned and did not give him insulin. The customer stated that the alarm occurred during a bolus. The customer stated that the no delivery alarm is not recurring. The customer stated that the alarm was resolved by a complete set change. The customer stated that insulin did exit. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.